Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3740sp double loaded knotless knee fibertak's anchor came out of the drilled hole completely. This was discovered during a procedure with no patient harm reported. Additional information has been requested.